Event description:
It was reported that a user participating in the ilet experience study experienced low blood glucose near mealtime and treated with oral glucose. Symptoms included hypoglycemia with urgent low glucose and low glucose events. Outcomes included the need for self-treatment with oral carbohydrate and no hospitalization. Investigation included a review of available records, which did not identify a device malfunction or component failure. Investigation of this case revealed no device-related issue and no identifiable contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.